Event description:
The customer complained that it was not possible to introduce the coil into the micro catheter (headway 17). As guide wire they used a traxcess 14. With the second coil (same size) it was no problem. Additional information received from the affiliate indicated that the coil got stuck in the hub of the microcatheter during coil introduction and was safely withdrawn without replacing the microcatheter. There was no coil stretching or unintended detachment observed in the aneurysm or in the microcatheter. The procedure was completed with no patient injury reported. Adequate continuous flush was maintained through the microcatheter. The final analysis evaluation found compressed and damaged coil.

Manufacturer narrative:
Concomitant device: headway 17 microcatheter, traxcess 14 guidewire. Additional information will be submitted within 30 days. The coil was returned with the coil's socket ring pushed back down inside the pet angle ring/outer sheath. The proximal section of the coil has buckling and compression damage. There were multiple blockages (blood, contrast, and protein) especially located distal and against the ball tip of the coil. Extensive cleaning could not remove most of the blockages. The coil had to be retracted through the skive for inspection. The blockage distal, but adjacent to the coil's ball tip forced a 0.014 guide wire out of the sheath and through the skive even after extensive cleaning. Except as noted; the remainder of the coil was found to be undamaged. The evidence strongly suggests that distal interference inside the microcatheter may have contributed to the coils introduction difficulty into the microcatheter. The source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the return of the headway microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Manufacturer narrative:
The report received indicated that it was not possible to introduce the 4 mm x 8 cm deltaplush cerecyte microcoil into the hub of the headway 17 microcatheter. The coil was safely withdrawn with no unintended detachment or stretching observed. There was no patient injury and the procedure was successfully completed without exchanging the microcatheter. A traxcess 14 guidewire was used for the procedure and there was no problem with introduction of the second same size coil. It was reported that an adequate continuous flush was maintained through the microcatheter. The final analysis evaluation found compressed and damaged coil. The microcoil system was returned for analysis. The coil's socket ring was pushed back down inside the pet angle ring/outer sheath. The proximal section of the coil has buckling and compression damage. There were multiple blockages (blood, contrast, and protein) especially located distal and against the ball tip of the coil. Extensive cleaning could not remove most of the blockages. The coil had to be retracted through the skive for inspection. The blockage distal, but adjacent to the coil's ball tip forced a 0.014 guide wire out of the sheath and through the skive even after extensive cleaning. Except as noted; the remainder of the coil was found to be undamaged. The evidence from the analysis strongly suggests that distal interference inside the microcatheter may have contributed to the coils introduction difficulty into the microcatheter and damage noted on the returned coil. The source of this interference; whether of a fixed or detached nature cannot be conclusively determined. Although it was reported that an adequate continuous flush was maintained, based on the analysis findings it appears that the event may have been impacted by the procedural factor of not maintaining an adequate continuous flush which as outlined in the instructions for use is necessary for optimal performance. Without the return of the headway microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The coil was returned with the coil's socket ring pushed back down inside the pet angle ring/outer sheath. The proximal section of the coil has buckling and compression damage. There were multiple blockages (blood, contrast, and protein) especially located distal and against the ball tip of the coil. Extensive cleaning could not remove most of the blockages. The coil had to be retracted through the skive for inspection. The blockage distal, but adjacent to the coil's ball tip forced a 0.014'' guide wire out of the sheath and through the skive even after extensive cleaning. Except as noted; the remainder of the coil was found to be undamaged. The evidence strongly suggests that distal interference inside the microcatheter may have contributed to the coils introduction difficulty into the microcatheter. The source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the return of the headway microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Note: additional information and evaluation codes will be submitted within 30 days.